Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 1627487-2020-00128. It was reported the patient experienced ineffective therapy with a dorsal root ganglion (drg) neurostimulation system. Surgical intervention was undertaken to place an additional lead at the s1 vertebral level. No complications were noted during the procedure. Postoperatively, the patient is reportedly receiving effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.